Event description:
It was reported to the manufacturer, by the end user, per the end user, that back on 5/14, we shipped a dolphin control unit that is under warranty to (B)(6) for pt tg. Has called in stating we shipped her a 48" dolphin mattress and control unit which is the incorrect size mattress. She said she now has sores since the mattress is incorrect size and she cant use it on her bed. She filed a complaint with kaiser and has been recording all calls with customer service. We are shipping her a new mattress and control unit to her to replace the current and have her send back the one she is stating is incorrect under her warranty. (B)(4) and ra #84095493 was entered into our system. As of this writing, the units have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.